Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted on (B)(6) 2025. According to the patient, they experienced a brief sensor issue. The patient was outside and did not have access to a bg meter for monitoring. The patient was wearing an omnipod insulin pump. At an unspecified time later, the patient fell to the floor and passed out. A bystander called ems. Once ems arrived, the patient was treated with an unspecified IV drip and was then transported to the ER. At the ER, the patient¿s bg meter reading was 39 mg/dl while the cgm was still in a brief sensor error state. The patient regained consciousness after approximately 30-45 minutes. In the ER, the patient was given orange juice, a chocolate bar, and some candy. After treatment, the patient¿s bg meter reading increased to 94 mg/dl. The patient was discharged later the same day. The patient was ¿not feeling well¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.